Event description:
The patient reported blood glucose results of "83mg/dl" with a lifescan meter and "150" mg/dl on a laboratory device performed within 10 minutes of each other.between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.